Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient on impella cp support experienced two sustained runs of ventricular tachycardia overnight, one of which required a single shock for rhythm conversion. During the episode, the patient maintained a pulse but became hemodynamically unstable. Lidocaine and amiodarone infusions were initiated for arrhythmia management. A transthoracic echocardiogram was performed the following morning revealed a large left ventricular thrombus, prompting continued weaning of impella support and planned device removal. Dual antiplatelet therapy was continued, and a heparin infusion was started. The patient was successfully weaned and survived.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Arrhythmia/ thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.